Event description:
The customer reported an issue with high blood glucose levels displayed as "high" on their continuous glucose monitor; specific value was not provided. Cause was not known. The customer administered a correction bolus via their pump and chose not to proceed with any further supplies or system checks, requiring no further assistance.